Event description:
It was reported that an unspecified cartridge issue occurred, and the cartridge needed to be changed to resolve the issue. Tandem technical support was unable to verify any alarms occurred in the pump history. Customer's blood glucose level was 120-180 mg/dl. Customer changed cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.